Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 48-year-old male for elective placement. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e, with a history of coronary artery disease and diabetes mellitus. The patient experienced a run of ventricular tachycardia (vt) overnight. Electrolyte abnormalities were identified and corrected. Device positioning was assessed and found to be stable, with the inlet located in the mid-ventricular space measuring approximately 4.7 cm. Additional contributing factors included underlying heart failure with electrolyte abnormalities. The patient remained clinically stable thereafter and survived to explant. The reported tachycardia may be related to the patient¿s underlying cardiomyopathy and heart-failure physiology in the setting of electrolyte disturbances.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.